Event description:
It was reported that the patient had a body reaction to the implants. Surgeon performed a revision on (B)(6) 2012 for patient. The anchors were removed from the patient and a suture only repair was performed. The quality of the bone was average. Rotator cuff repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record cannot be performed. Two ar-1927bnf anchors were returned. The sutures were still attached to the anchors. A peek eyelet was also attached to one of the returned units. The cause of the complainant's event could not be determined from the information provided or the returned devices. Material analysis testing performed on the returned devices confirmed that the device material is plla, as specified. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Allergic-like reactions to pla materials (plla, pldla) have been reported. These reactions have sometimes necessitated the removal of the implant. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.